Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. Samples were taken from the device for analysis. This report will be updated when the investigation is concluded.

Event description:
It was reported that there was blood coming out of the handpiece. This was observed after the item had been sterilized. There was no pt involvement or adverse consequences.